Event description:
It was reported that a trauma patient underwent a delayed closure on (B)(6) 2013 and a barbed suture was used on the fascia. Several hours later the surgeon noted a bulge in the upper pole of the incision which led him to believe there had been a fascial disruption. The patient was returned to the operating room to close the wound. During the procedure it was noted that the upper pole of the incision was open. All the tabs were intact however the suture easily pulled through the tissue in both directions. The wound was reclosed using a different suture. The surgeon opines that the barbs appeared to be weakened and easily bendable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.